Event description:
The customer reported that during use, a "dent" in the inner cannula was noticed and aspiration could not be done. The pt was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.